Manufacturer narrative:
The lot# was unknown because the customer was unsure of which lot was used. The lots reported were 8220755 or 6064755. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the extension tube of a bd¿ nexiva diffuses was detached when injecting. Foreign complaints the following information was provided by the initial reporter, translated from japanese to english: ¿when injecting to the patient, the ex-tube was detached. Lot# is 8220755 or 6064755".

Manufacturer narrative:
Investigation: a device history review was conducted for lot numbers 6064755 & 8220755. Our records show that this is the only instance of this issue occurring in either production batch. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections. Additionally during a review of the sample provided our engineers determined that the device lacked sufficient adhesive to join the adapter and tubing successfully. A review of the manufacturing line determined that the most likely root cause for this event is an error by production staff during machine set-up that resulted in a failure in adhesive dispensing.

Event description:
It was reported that the extension tube of a bd¿ nexiva diffusics was detached when injecting. Foreign complaints the following information was provided by the initial reporter, translated from japanese to english: ¿ when injecting to the patient, the ex-tube was detached. Lot# is 8220755 or 6064755. ¿